Manufacturer narrative:
(B)(4). This event did not result in an injury nor permanent impairment of a body function, or damage a body structure. No medical or surgical intervention was required to preclude any impairment.

Event description:
During preparation for a peripheral intervention, the physician had difficulty passing the guidewire through the spectranetics turbo elite laser sheath. This resulted in the distal marker band separating from the device. This device was not used in patient treatment. The patient was treated successfully using a subsequent device.

Manufacturer narrative:
Device evaluation; evaluation found bunching of the device at 1.5 inches from the distal tip, the distal marker band is missing. The probable cause is a use related failure. There were no manufacturing issues that would have related to this failure.